Manufacturer narrative:
A complete lead was returned in one piece measuring 86.3cm. Analysis was completed. No lead issue found.

Event description:
It was reported the patient had fallen several months before and had had worsening symptoms of dyspnea and fatigue. The patient presented in clinic where it was observed the left ventricular lead was failing to capture and oversensing far p wave signal. A fluoroscopy was completed to reveal the left ventricular lead had dislodged and was in the atrium. The lead lack had bunched up in the pocket. The lead was explanted and replaced without issue. The patient was stable.

Event description:
It was reported the patient had fallen several months before and had worsening symptoms of dyspnea and fatigue. The patient presented in clinic where it was observed the left ventricular lead was failing to capture. A fluoroscopy was completed to reveal the left ventricular lead had dislodged and was in the atrium. The lead lack had bunched up in the pocket. The lead was explanted and replaced without issue. The patient was stable.